Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 18 previously reported events are included in this follow-up record. Product return status 3 devices were received. 15 devices were evaluated in the field.

Event description:
This report summarizes 18 malfunction events in which the device had paint chips missing. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 3 devices were received. 4 devices were evaluated in the field. 11 device investigation types have not yet been determined. 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device had paint chips missing. 18 events had no patient involvement; no patient impact.